Event description:
It was reported that a malfunction occurred on a pump but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which the customer understood and acknowledged.